Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guidewire coating issue occurred. A 300cm straight tip v-14 controlwire was advanced to cross the lesion. However, during the procedure, the physician noted that the hydrophilic tip coating started to come off the wire. The guide wire was then removed from the patient's body. No patient complications were reported.